Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: image disappeared during right, left direction angle operation due to charged coupled device unit damage. Based on the results of the investigation, a definitive root cause of the communication errors could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope exhibited communication errors. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.